Event description:
Pt reports a broken catheter with a subsequent replacement of the distal tip. Hcp reports pt did not have "true withdrawal" symptoms. The pt experienced a return to baseline including an increase in pain and stiffness in back. The drug used in the pump is unknown. The distall end of the catheter was replaced in 2003.